Manufacturer narrative:
Device received with blank display due to corroded electronic assembly. Corroded motor assembly noted during visual inspection. Unable to perform displacement test due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was not turning on. Customer was on vacation and went to swimming and insulin pump was exposed to moisture. Customer reported there was fluid in the battery compartment. Customer stated o-ring was in place and free of debris. Customer stated battery cap was not damaged and home screen did not appear on the display. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.